Event description:
The customer reported that her blood glucose reached "high" (>500 mg/dl) between 24 and 36 hours after the pod was activated. She peeled back the adhesive and saw that the cannula had become dislodged and that there was some bruising around site. She corrected with an 8 unit manual injection. There was a little bit of blood at the site when the pod was removed.

Manufacturer narrative:
The device was not returned for eval. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. The omnipod user guide warns, "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery", "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted," and "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose). If you get a 'high check for ketones!' Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia." Qualification records were reviewed and the product lot met all acceptance criteria.